Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was treated elsewhere, so the author did not know what they did.

Event description:
Alexander, a. Y., mcquinn, m. W., peris-celda, m., & lanzino, g. (2024). Surgical ligation of an indirect carotid-cavernous fistula with exclusive retrograde cortical venous drainage: 2-dimensional operative video. Operative neurosurgery (hagerstown, md.), 27(2), 254¿255. Https://doi.org/10.1227/ons.0000000000001107. Medtronic review of the literature article found description of surgical intervention for a case in which a 30 year old female patient who had previously undergone partial coil embolization of a carotid-cavernous fistula (ccf). Catheter angiography at the 1-year follow-up revealed ccf progression characterized by cortical venous drainage into a right cortical vein, basal temporal vein, and the vein of labbe. The patient underwent additional endovascular partial embolization with onyx. It was note indicated why there was only partial embolization in the onyx procedure or the prior coil embolization. However, no device malfunction was reported. Two years after the onyx procedure, the patient was assessed and cortical venous ectasia was observed indicative of further progression of the ccf. The patient was asymptomatic but the risk of rupture and/or neurological impact was high so it was determined that additional intervention was needed. The patient underwent a right pterional craniotomy for surgical disconnection of the ccf¿s main draining vein and other fistulous connections. The procedure was successful with complete obliteration of the lesion achieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.